Manufacturer narrative:
The meter and test strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%. Donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr. Returned meter and customer strips: 4.0 inr donor #2: retention meter and master lot strips: 3.0 inr. Returned meter and customer strips: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:39 am, the meter result was 5.7 inr. Customer was unsure if the test strip was dosed within 15 seconds of the fingerstick. The customer tested again using the same finger and the result was 4.2 inr. At 9:12 am, customer tested again using a new finger and the meter result was 4.2 inr. Customer's warfarin dose was held based on the result. Customer's therapeutic range is 2.5-3.5 inr. Customer tests on a weekly basis.

Manufacturer narrative:
E3-occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.